Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient was charging and they saw a screen that said to contact the manufacturer. The caller stated that they do not remember what else was on the screen. The caller stated that the ins does not last 24 hours and it is getting harder and harder to charge. The caller stated that it can take a couple of hours to charge. No further complications were reported or anticipated. No symptoms were reported.

Event description:
Additional information was received from the patient reporting that they were calling because they were having problems with charging the ins. The patient stated that the ins had been charging slowly and ¿cutting off¿. At the time of the call the patient stated that the controller was not powering on at all. The patient stated that they tried to charge it and nothing was coming on the screen. At the time of the call nothing was coming on the controller screen. The patient confirmed that the light was on the power supply, but when they plugged the controller into the power supply nothing came on the screen and the light was not flashing. Patient services asked the patient to take the battery pack out of the controller and plug the controller into the power supply with the battery out. The patient stated that the controller screen came on when the controller was plugged into the power supply without the battery in. The patient put the battery back in the controller and plugged it into the power supply. The patient stated that the green light was flashing and the controller showed it was 90 percent charged and the ins was low. Patient services had the patient start a c harging session. The patient was able to start charging their ins and was seeing excellent recharge quality. Troubleshooting resolved the reported issue. No symptoms were reported. The event date was asked but was unknown (noted it had been several months). No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 97745, serial# (B)(4), product type programmer, patient. If information is provided in the future, a supplemental report will be issued.